Manufacturer narrative:
The device was returned to smiths medical. An alarms for "cassette not attached properly" occurred. Evidence of reported problem in event log: (B)(6) 2021 2:09:36 pm high alarm displayed: cassette not attached properly performed functional check. Performed nda-testing of pump as per (B)(6). The reported "cassette not attached properly" problem was not duplicated. When a cassette was attached, the pump started without issues. In mu mode the downstream and upstream sensors both reacted to pressure as expected. Replaced downstream occlusion sensor as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that an alarms occurred for "cassette not attached properly." No patient injury was reported.